Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. The insulin pump also passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window, scratched case, cracked reservoir tube lip and a missing the end cap sticker. No damage noted on the lcd glass and no crack noted on the display window.

Event description:
The customer reported via phone call that she was receiving motor error alarms but was able to get the pump to work. Customer noticed that there was a small crack on the lcd screen. Customer stated that the damage was on the lower right corner toward the middle of the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the motor error because it was a past event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.